Manufacturer narrative:
Reference record (B)(4). Catalog number in device identification is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. Code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in finland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date in (B)(6) 2023 the patient experienced "round fixation plate of the peg-tube located inside the stomach was buried in the abdominal wall". The tubing was changed (B)(6) 2023, a new stoma was created. No oral or IV antibiotics/anti-fungal have been used for treatment of stoma.